Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a broken center arm assembly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left intermediate side rail lock will not engage. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).